Manufacturer narrative:
H3 other text : no device returned to manufacturer.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The unit was returned with the complaint of ¿black dust inside mask¿. The complaint also notes "black dust" was present in the filter. No filter has been returned as part of this investigation. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and confirm there is evidence of dark-colored contaminants found throughout the dreamstation airpath including blower/blower box assembly. The complaint of contaminants being present in the filter of the dreamstation air inlet port & the finding of contaminants present in the blower assembly indicates the source of the contaminants is external to the dreamstation and is not related to a failure of the device. The device has been scrapped.